Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. The aortic placement signal failed, most likely due to pump damage during insertion. Despite this, pump support continued without interruption, and the patient experienced no reported harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned for evaluation. There was no visible damage to the pump, 5s parameters were taken and all parameters were within range, pump passed laser light continuity test. Data logs were reviewed and no issues with 5s parameters were observed. Clinical details note that patient was given multiple units of blood during the first day or so of support. The root cause of the optical signal issues, specifically, the placement signal unreliability, is most likely due to patient condition. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.